Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va0tsnu, implanted: (B)(6) 2015, product type: lead.

Event description:
The caretaker of the patient reported that the patient is having motor issues since implant on (B)(6) 2015. It was stated that reprogramming and an MRI were performed to determine the root cause which showed that the leads were not in the right position. Surgery was proposed but the patient is not happy with that option. The patient had poor motor skills since implant on group b, and on group a the patient feels tingling in their feet and arms with worsened speech. The patient refused to turn back to group b as they wanted to stay on group a. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.